Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During device check before use on a patient, the fully charged autopulse li-ion battery (sn (B)(4) did not power on the autopulse platform. The customer stated that the battery was functioning as intended during the morning shift check. In addition, the customer stated that the autopulse platform lcd flickered with the reported battery. No additional information was provided. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During device check before use on a patient, the autopulse li-ion battery (sn (B)(6) did not power on the autopulse platform. The customer reported that the battery was fully charged but did not provide additional information on the battery's status leds at that time. According to the customer, the battery was functioning as intended during the morning shift check. In addition, the customer stated that the autopulse platform lcd flickered momentarily with the reported battery. The flickering of the lcd is expected with the reported battery issue. The flickering of the lcd does not affect the functionality of the platform. No patient involvement.